Manufacturer narrative:
(B)(4). Implant date unspecified - (B)(6) 2008 or (B)(6) 2014. Concomitant products - bard align urethral support system on (B)(6) 2008 or (B)(6) 2014; bard align to urethral support system on (B)(6) 2008 or (B)(6) 2014. (B)(4). Based on the information provided by the complainant, details regarding a specific correlation between the cook surgisis product¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with a bard align urethral support system, a bard align to urethral support system, and a cook surgisis product. The complainant noted surgery dates of (B)(6) 2008 and (B)(6) 2014, but did not specify which products were implanted on which date. Additionally, the complainant indicated the surgeries took place at (B)(6) hospital in (B)(6) and were performed by dr. (B)(6) and/or dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.